Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h3, h6. (Type of investigation, investigation findings, medical device ¿ problem code, component codes, investigation conclusions). A getinge field service engineer (fse) evaluated the unit and testing results showed the battery is damaged. The fse states that the customer has opted out of battery replacement; the risks have been explained to the customer.

Event description:
It was reported by the customer that during routine check the cs100 intra-aortic balloon pump(iabp) had a sudden power outage. After charging for 8 hours, the machine still could not be turned on without an external power source, possibly due to battery damage. There was no patient involvement.

Manufacturer narrative:
Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.